Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in customer admission into an intensive care unit (ICU); cause of dka was reportedly due to dexcom continuous glucose monitor (cgm) reading inaccurately; however, cgm inaccurate reading was not confirmed. Reportedly, customer sustained facial and peripheral edema. A blood glucose level was not provided. Multiple attempts were made by technical support to obtain additional information; however, no additional information regarding this event was provided.